Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-12693. Related manufacturer reference number: 2017865-2022-12695. It was reported that loss of capture was observed on the right ventricular (rv) lead. While pacing at high outputs, the patient experienced twitching. An x-ray was performed and a perforation was confirmed. The rv lead was explanted to resolve the event. During explanted procedure, potentially infectious fluid secreted from the pocket opening. The system was explanted. The patient was stable and will continue to be monitored. The system was implanted in (B)(6). The patient then returned home to (B)(6), where the event was discovered.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Visual examination found no malfunctions.